Event description:
It was reported that during a cardiac ablation procedure using the contour 10f sheath, there was an alleged product issue involving the flush port kinking at the sheath connection, which slowed the rate of flow of heparinized saline flush. The patient was under general anesthesia, and the case was completed without any patient symptoms or complications. The issue of flush tubing kinking was a consistent complaint from multiple physicians, as it impeded the flow rate of heparinized saline. No medical or surgical intervention was needed to prevent permanent impairment, and the event did not lead to or extend patient hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.